Manufacturer narrative:
The root cause was determined to be a component issue due to the defective iop pump. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
Date of this report was updated. The investigation is ongoing.

Event description:
The user facility in the (B)(6) confirmed the surgery had started and the patient was anesthetized. The trocars had been put into the eye. The impact to the patient was unnecessary incisions into the eye. The patient had to return for surgery which was completed at a later date. There was no adverse outcome associated to the delay reported.

Manufacturer narrative:
The device history record did not show any anomalies. The evaluation of the posterior compressor module showed the iop pump was defective. There was a plastic part in the pump that was broken. Additional investigation is underway.

Event description:
The user facility in the (B)(6) stated a was patient scheduled for pars plana vitrectomy under general anesthetic. The stellaris failed to produce pressure for the infusion with a compressor module error given,the air pressure output is lower than commanded. They tried unsuccessfully to get pressure but had to cancel the operation.